Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 3.0 x 15 mm xience xpedition was advanced into the heavily calcified, mildly tortuous proximal right coronary artery (rca); however, due to the patient anatomy, the device was unable to cross to the target lesion. The device was removed, and as the device was being pulled back into the guide catheter, the stent dislodged. The dislodged stent was able to be retrieved using a snare device and a second 3.0 x 15 mm xience xpedition was deployed to treat the target lesion. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.